Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. Customer's blood glucose was 65 to 76 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. However, the insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. Unable to perform the occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had cracked case at display window corners, broken battery tube threads, reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.